Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Unspecified microbes (9 cfu/endoscope) the device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg wd440 adaptascope, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. (B)(4) checked the subject device and found that there was no defects or lack of conformity. The subject device was sent back to the user without any repair. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.